Event description:
It was reported that the patient experienced sharp pains and a shocking sensation, even when the device was turned off. The device was working well and the patient was getting good therapy otherwise. The neurostimulator was explanted and replaced with another battery on the opposite side of the body. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found that the device was functionally okay with no significant anomalies.

Manufacturer narrative:
Product ID 3093-28, lot# va00hkg, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the shocking sensation was in the buttocks. The patient was doing much better since the new implant was placed.